Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was intracranial bleeding. The caller stated that the customer became ill on (B)(6) 2015. Within seconds, the customer's blood pressure got low and then high. The caller stated that half of the customer's left foot was amputated and the right foot had poor blood circulation, which cause a blood clot. The customer had kidney failure, heart disease, and ulcer. The customer's blood glucose, at the time of death, was 200 mg/dl. The customer was not wearing the insulin pump at the time of death; the hospital staff removed it upon customer's admission to the hospital. The customer was using sensors, however, was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned with a depleted energizer alkaline battery in the insulin pump. The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted. Data analysis: the insulin pump history shows that for the dates (B)(6) 2015, the insulin pump had a daily total of 0.0u to 111.4u a day. Bolus total of 0.0u to 47.6u a day. Basal total of 0.0u to 78.0u a day.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.